Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the electronic pen drive device was seized, jammed, blocked and moving heavily. It was further determined that the device failed pretest for check with test hand switch after ¿adjusting¿, check with test bench and record results: power: 45 to 90 w (watt) and speed: min. 703 to 937 rpm and lubricate. It was reported in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.